Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected and no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a pocket revision procedure.